Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively. This event occurred in australia.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary investigation, through review of the case logs, revealed that the software detected and then alerted the user of deflection forces during the original placement of the l4-r implant. Excessive deflection is symptomatic of instrument skiving while placed down the end effector. The force on the end effector is indicated by the force meter on the bottom right hand-side of the screen when this occurs. Excessive force on the end effector and skiving can lead to the misplacement of screws. In order to correct the misplaced implant at l4-r, the user re-registered the patient using the intra-operative workflow on excelsius gps and re-planned the l4-r implant to a new trajectory. There were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.